Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 1.6, lab: 10.5 (next day). Caller had a bleeding incident. This is an adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.6, lab: 10.5 (next day), mean: 6.05, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Per text, then on the same day, a different nurse went in and still got 3 errors before a result of 1.6 was obtained. She called that result in and the physician increased the dose. On the 29th, the next day, the pt had a bleeding incident and was re-hospitalized with inr of 10.5 surgical intervention to evacuate hematoma was done." This adverse event case. Products will be tested. Per text, the pt is still in ICU."